Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. The patient presented with st-segment elevation myocardial infarction (stemi) with a 100% occluded right coronary artery (rca). Prior to ivl, they used thrombectomy and balloons. Calcium was seen on the intravascular ultrasound (ivus). While ivl therapy was being delivered, the patient went into torsades de pointes and ventricular fibrillation. The patient was successfully defibrillated back into normal sinus rhythm (nsr) and the procedure was completed with a stent. There was no ivl device malfunction reported. The patient is currently stable.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the torsades de pointes and ventricular fibrillation that occurred during ivl treatment could not be definitively determined based on the information available. It was reported that the patient was successfully defibrillated back to normal sinus rhythm and there were no additional sequelae reported. There was no report of any device malfunction. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. The patient presented with st-segment elevation myocardial infarction (stemi) with a 100% occluded right coronary artery (rca). Prior to ivl, they used thrombectomy and balloons. Calcium was seen on the intravascular ultrasound (ivus). After 2 pulses were delivered, the patient went into torsades de pointes and ventricular fibrillation. The patient was successfully defibrillated back into normal sinus rhythm (nsr) and the procedure was completed with a stent. There was no ivl device malfunction reported. The patient is currently stable. The physician states that it is difficult to determine what may have caused the event. According to the physician, the patient defibrillated and came right out of ventricular fibrillation.